Manufacturer narrative:
The device was returned after it was reported that the patient passed away. Analysis was performed, including electrical, mechanical and environmental tests indicating that the device exhibited normal device characteristics with no anomalies. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient passed away due to an unknown cause. The patient was of advanced age. Additional information was requested but was not available.